Manufacturer narrative:
The reported event of the guidewire failure to advance through the lead was not confirmed. As received, a complete lead was returned in one piece for analysis. The guidewire was not returned with the lead. Visual and x-ray inspection of the lead found no anomalies to the lead body. The guidewire insertion test was performed. The test guidewire was able to be advance through the lead and withdraw from the lead without any restriction. Electrical testing did not find any indication of conductor fractures or internal shorts. The s-curve hump height was measured within specifications.

Event description:
It was reported that the patient presented for an implant procedure. It was noted that the guidewire failed to be advanced on the left ventricular lead. The lead was not used and replaced during procedure. The patient was stable.